Manufacturer narrative:
Inratio precision data provided by end-user lot 060218: 2006: first test inr = 5.6; second test inr = 5.8 mean = 5.7; sd = 0.14; %cv = 2.48%. The % cv is less than or equal to 20%. Per internal procedure, tr, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision results with inratio. Results as follows: in 2006: first test inr = 5.6; second test inr = 5.8.